Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was foreign matter in the tube(s) biological and non-biological this event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there are two kinds of foreign matter found in the additive section under the gel in six tubes. One type was fine foreign matter and the other type was a bit larger foreign matter."

Manufacturer narrative:
Investigation summary bd received six (6) samples and four (4) photos for investigation of material # 362753, batch # 0309104. The photos were reviewed and the customer¿s indicated failure mode for particulate matter with the incident lot was observed. Additionally, the customer samples were further evaluated by performing analysis using scanning electron microscopy with energy dispersive x-ray spectroscopy (sem-eds) testing. Two types of particulate matter - snowflake-like and regular shape particulates were reported and confirmed suspended in the liquid density medium (ldm) of cpt tubes with material # 362753, batch # 0309104. Identification was not possible for the snowflake-like particulate. The sem-eds results of the regular-shape particulate indicates that it contains the elements of titanium (ti) and oxygen (o). Tio2 is a component of the gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium heparin there was foreign matter in the tube(s) biological and non-biological this event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there are two kinds of foreign matter found in the additive section under the gel in six tubes. One type was fine foreign matter and the other type was a bit larger foreign matter."